Event description:
It was reported that during a percutaneous coronary intervention (pci) stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and calcified left anterior descending artery (lad). The lesion was predilated and a 3.00x16mm promus element stent delivery system (sds) was advanced to the lad; however, the device was unable to cross the lesion. The device was removed from the patient, it was noticed that the distal edge was flared. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).